Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop evaluation and investigation. The cause of the positioning issue was use related since the pump was pulled out due to reported patient movement, based on given clinical details.

Event description:
The user facility reported had a impella cp delivered to support the 58-year-old male patient with cgs and av workup ongoing. The team noted an access site bleed that was given manual pressure alone. The pump did come out of position. The positioning issues prompted the team to replace the pump as it was unable to be re-delivered back across the valve.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.